Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer identified that system's emergency stop activated. Upon troubleshooting fse discovered that an amp fuse had blown during the power-up process. To resolve the problem, fse replaced fuse and mpd control unit. After replacing mpd control unit and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop activated, preventing geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.